Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2014.

Event description:
It was reported that the left ventricular (lv) lead retracted back to the coronary sinus after elective shoulder surgery. High thresholds and a loss of capture at high outputs were also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.